Manufacturer narrative:
The leak issue was effectively resolved with routine troubleshooting. (B)(4).

Event description:
Customer called to report that the coulter ac.t diff2 hematology analyzer generated low lyse errors because of a lyse bottle leak. Customer stated that the bottom of the diff act pak was wet and that the lyse bottle was empty. The customer technical specialist assisted customer with routine instrument troubleshooting, which resolved the leak issue. Customer stated that no one was affected by or exposed to the leak.